Event description:
Pt was undergoing a hand-assisted laparoscopic distal pancreatectomy, splenectomy, and repair of colotomy. During the procedure, the surgeon used a black stapler that he had difficulty opening and the splenic vein tore. The procedure was converted to an open procedure and the splenic vein was repaired.